Manufacturer narrative:
Device was received with the operating currents within spec. And passed the self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. A test p-cap and reservoir does lock into place inside the reservoir compartment properly. Device primed properly and no a33 alarm, unusual motor noise, or battery related errors occurred during testing. Device was received with minor scratched lcd window and scratched reservoir tube window. No damage to the battery tube or battery tube threads noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump shoot insulin out from cannula and loosing more than 2 to 3 drops during prime. The customer's blood glucose value was unknown. The customer reported chipped around battery housing, batteries lasting less than 7 days, insulin pump taking longer to prime and motor getting louder. The insulin pump will not be returned for analysis.